Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation of omsc, it was found that the video cable sheath was torn, but the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but there was possibility of inappropriate handling by the user. That was, it could be assumed that the user's excessive bending operation caused a damage and a short circuit to the video cable, and resulting the reported phenomenon. Olympus stated the appropriate handling and the counter measures against abnormalities in the instruction manual of the subject device. If additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified therapeutic procedure using the subject device at the user facility, the endoscopic image disappeared. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility stated that the subject device was used in combination with the other olympus products otv-s190 and clv-s190, but the otv-s190 and the clv-s190 had no problem.